Event description:
The patient's 'right lower extremity was worse.' It was difficult to get stimulation coverage over the lateral aspect of her leg. It was determined that the lead was damaged. The implantable neurostimulator system was explanted and replaced. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.